Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states the seat that was sent on order number (B)(4) has a large crack in it.